Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the 2nd islet would not fire and did not bent. No patient injury was reported.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.